Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient was injected with a syringe of juvéderm® voluma¿ xc in the cheek, chin, and pyriform. 5 days later, patient started developing pain, swelling, and redness in the left cheek. Patient presented to the clinic three days later and was started on doxycycline 100mg bid for 7 days and prednisone 10mg for 5 days. Three days later, patient reported events had not improved and provided a medrol dose pack. Three days later, 50 units of hylenex were injected. Two days later, patient reported increased pain and swelling and 150 units of hylenex were injected. Patient was also started on bactrim and sent for a CT scan and lab work. The next day, lab results and CT confirmed cellulitic type infection in soft tissue of anterior cheek extending into left inferior eyelid. Two days later, patient reported increased pain and swelling and was admitted to hospital for IV antibiotics. A repeat CT confirmed cellulitis. 5 days later, patient, still hospitalized, had a surgery for abscess and a culture was obtained. Patient was ultimately sent home later, but eventually was readmitted to hospital a few days later for continued infection and increased pain and is receiving further IV antibiotics. Event is ongoing.